Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the foot end brake assembly is not holding securely. No patient impact.